Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the ER (emergency room) with hyperglycemia. The patient's guardian reported that the pdm (personal diabetes manager) presented with a hazard alarm, that they were unable to reset in order to deliver insulin via the pod. The guardian reported the patient did not have an alternative form of insulin delivery. No further information is available. Three due diligence attempts were made to obtain further information without success.

Manufacturer narrative:
Additional information received: blood glucose levels were >400 mg/dl. Patient was treated with IV insulin and given prescription for insulin pens to use until patient received new controller. Patient was released within 9 hours.

Event description:
It was reported that the patient visited the ER (emergency room) with hyperglycemia. The patient's guardian reported that the pdm (personal diabetes manager) presented with a hazard alarm, that they were unable to reset in order to deliver insulin via the pod. The guardian reported the patient did not have an alternative form of insulin delivery. No further information is available. Three due diligence attempts were made to obtain further information without success.